Event description:
A caller reported that a pump experienced a malfunction. There was no adverse impact on the customer¿s blood glucose level. Customer technical support provided instructions for resetting the pump, and the caller successfully reset it without recurrence of the malfunction.